Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system did not start up. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found the fsf work spot corrupted. To resolve the issue, the fse replaced the host pc, re-routed the fsf, calibrated and verified the system. The defective part was sent for analysis, for host pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.